Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve (nrv) assembly was replaced to address this issue. The reported issue of an unresponsive touch screen was not reproducible and the device passed lcd tests. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had an unresponsive touch screen. There was no patient harm or serious injury reported as a result of this incident.